Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 1 year ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in use on a patient. The failure was not reproducible, and a root cause could not be determined. The device was removed and replaced with a working ventilator. Also, the customer was requested to do a full-service software and functional check of the affected device. There was no patient or user harm.

Event description:
From biomed: this vent was on a patient when it failed, no patient injury comments from customer are below. Vent malfunctioned on patient (sticu 8), would not register any values while connected to patient suddenly. All connections checked and tightened- patient never lost pulse but did brady to 36 - vent pulled and replaced with new vent and new vent worked fine- left circuit on malfunctioned vent. Richard sparks bmet 3, products logistics repairs south central region - lonestar area ge healthcare - us & canada service 512-816-6172.